Event description:
A report was received that the patient was admitted in the emergency room and was experiencing muscle spasms with the stimulator on. The patient was given a steroid shot and a tylenol. It was believed that the patient was still in pain and it was unknown if it was device related.